Event description:
It was reported that 60 days post water vapor therapy procedure, the doctor called to report that the patient had major bleeding in his prostate at the needle injection site. The patient was taken to the hospital for surgery to cauterize the area of the prostate, approximately 1 cm back from the bladder neck on the later lobe. The bleeding stopped and the patient was sent home. A patient outcome of fully recovered was reported.